Event description:
On 06-sep-2025, the user reported a cracked ilet screen after dropping the device. The ilet remained connected and functional, and the user¿s blood glucose (bg) was 85 mg/dl. The agent arranged for an immediate replacement. The user had backup therapy available and understood the replacement process. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.